Event description:
It was reported that the device had air issues during infusion. There was patient involvement with no patient harm.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: no product was received for analysis. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
Additional information was received that the customer believes the >7ml prime is primarily an air issue, not that the patient¿s cassette is being underfilled. Air was observed in the cadd tubing and bladder during connection. The customer reported another flurry of bubbles came out about 5 hours later and the patient had to re-present to the hospital for a repeat removal of the air.